Event description:
As reported, while using the capsure fixation device on the bone structure, the fastener stopped and got stuck at the tip of the device. When pulling the device, it detached from the mesh and tearing the mesh as well. There was no reported patient injury. Addendum per additional information received: it was reported that during inguinal hernia repair procedure, the device did not deploy from the fifth fastener. The first four fasteners were successfully released and got fixated. It was reported that the device got crashed after shooting, getting stuck on the polypropylene mesh. It was also reported that the procedure was completed with another capsure fixation device.

Manufacturer narrative:
As reported, capsure fixation device fastener got stuck and failed to fixate. The mesh tore when the device was pulled away from the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Addendum: this supplemental MDR is submitted to document the additional information received. Based on the additional information provided, there is no change to the initial determination, no conclusion can be made. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, capsure fixation device fastener got stuck and failed to fixate. The mesh tore when the device was pulled away from the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, while using the capsure fixation device on the bone structure, the fastener stopped and got stuck at the tip of the device. When pulling the device, it detached from the mesh and tearing the mesh as well. There was no reported patient injury.